Event description:
According to the report, the surgeon indicated that use of bioglue has increased the c - reactive protein (crp) levels in his patients. The average CPR level is 0-0.6, though most of the patients' level increases to 6-7. With an average white blood cell count of 3,000-9,500; however, most of the patients' white blood count is above 10,000. Their high levels are sustained for 5-6 days. Without any special care, the level goes down but on rare occasions some patient levels increase again. Further information from the field representative indicates that the surgeon uses a large amount of bioglue compared to other surgeons he has visited.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report, the surgeon indicated that use of bioglue has increased the c - reactive protein (crp) levels in his patients. The average CPR level is 0-0.6, though most of the patients' level increases to 6-7. With an average white blood cell count of 3,000-9,500; however, most of the patients' white blood cell count is above 10,000. Their high levels are sustained for 5-6 days. Without any special care, the level goes down but on rare occasions some patient levels increase again. Further information from the field representative indicates that the surgeon uses a large amount of bioglue compared to other surgeons he has visited. Additional information and postoperative progress notes containing lab values have been provided for three patients. As such, investigations were performed for each of the three patients. This report corresponds with patient one. (Manufacturer report number 1063481-2012-00039 corresponds with patient two and manufacturer report number 1063481-2012-00040 corresponds with patient three). During follow up for patient one, the crp, white blood cell (wbc), neutrophil, and procalcitonin values were found to be higher than normal. The maximum crp level was 10.34 mg/dl on postoperative day two, and the minimum crp level was 0.31 mg/dl on postoperative day 76. The wbc, neutrophil, and procalcitonin levels decreased to normal by postoperative day 26. The bioglue lot numbers were not reported with the complaint details. Therefore, a review of manufacturing records could not be performed. A review of the available data was performed by the clinical research and medical departments. However, because of the small sample size and the limited medical history provided, a conclusion as to the relationship between bioglue and the reported observations could not be made. Of further note, there have been no other reports received that allege a correlation between bioglue use and increase in crp level. There is data in the clinical literature which describes the utility of crp as a potential predictive marker of post-operative adverse events in surgical patients; however, there is no known data to suggest a direct correlation between bioglue use and crp level. Cryolife's clinical studies have revealed no evidence that bioglue has a negative impact in patients during or after its use. Histopathologic observations show that an inflammatory response to bioglue is consistent with a normal foreign body reaction. Crp is a non-specific marker that indicates the presence of inflammation. A high crp level can suggest that a problem exists, but cannot specify the nature of the problem. Theoretically, the inflammatory response to bioglue could cause a minimal increase in crp level. However, no controlled clinical studies have been performed to assess this effect. Additionally, the inflammatory response to bioglue involves phagocytosis and proteolysis over a prolonged period of time. The crp elevations noted in the reported cases are more consistent with an acute or subacute inflammatory process rather than the slower, more protracted response expected with bioglue. As such, the observed increase in crp level is more likely to be due to the tissue injury and inflammation inherent to the aortic dissection and surgical procedure rather than a direct result of bioglue. During the investigation, no correlation between the event and bioglue use was found. No further action is warranted.